Event description:
It was reported the bronchofibervideoscope was not displaying an image. It was not reported during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
It has been over two years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation,a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.